Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis of the returned part indicates: the defective u1 on the airflow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power button led failed to illuminate. There was no patient involvement.